Event description:
It was reported that this pacemaker system exhibited a decrease in sensing amplitude as well as loss of capture (loc) on the right atrial (ra) lead channel. Further in office review of the system was planned. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the physician suspected that t a micro dislodgement. The physician opted to continue to monitor since the patient is in chronic atrial flutter. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this pacemaker system exhibited a decrease in sensing amplitude as well as loss of capture (loc) on the right atrial (ra) lead channel. Further in office review of the system was planned. No adverse patient effects were reported. This system remains in service.